Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the power supply assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had produced smoke and smelt burnt. When the device was tested, it could not be powered on. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and determined that the cause of the reported issue was due to a metal oxide varistor, designator mv3 on the power supply assembly, that had shorted. This metal oxide varistor, designator mv3 having shorted, caused the device not to operate on ac power, and not to charge the battery.